Event description:
A pt underwent evar on (B)(6) 2012. During the procedure the valve was noted to be leaking. The graft was implanted and no harm to the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - no consequences to the pt were reported. (B)(4) - leaks is not listed in the instructions for use. Event is still under investigation.